Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscal repair surgery, the ultra fast-fix curved needle delivery system's t1 was deployed and implanted through the meniscus, but t2 could not be advanced. T1 was removed from the joint. The procedure was finished as intented by using a s&n back-up device. No significant surgical delay stated. No patient injuries or adverse consequences have been disclosed.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿but t2 could not be advanced.¿ the protective blue split cannula was returned covering the needle. The white depth/penetration limiter was returned trimmed. T1 was not returned. T2 and torn suture was returned separated from the needle. There is an extra loop and knot in proximity to t2. The manual advancement button and actuator was found fully advanced. Anchor advancement, release and stripping off are user controlled actions on this product. The needle was slightly twisted toward the left. No root cause related to the manufacture of the device was confirmed.